Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was evaluated on the 26-nov-2020, this supplement report is being submitted to capture this new information within section d and h of this report.

Manufacturer narrative:
Device evaluation: the echo-19 device of lot number c1686458 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the (B)(6)2020. In summary the following results were observed in the lab evaluation: distal end of the needle was found broken. Needle advances and retracts without issue. Sheath extender advances and retracts without issue. It may be noted that while the broken needle tip was returned it was not present for the lab evaluation - it was captured in the decon images. It must have become displaced during the decontamination process. A search was completed on the decon area in the lab the following day (B)(6)2020, it was not found. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 of lot number c1686458 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1686458. The notes section of the instructions for use, se, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is no evidence to suggest that the customer did not follow the instructions for use, a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be that the needle was damaged on removal from packaging potentially causing the distal needle tip breakage. Additionally it is also possible that the needle may have become damaged during transportation or storage. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence- this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6)2020, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and found out the needle broken. No use on patient. User changed another same device to complete the procedure.